Manufacturer narrative:
Revert all sections to blank: b. Adverse event or product problem; d. Suspect medical device; e. Initial reporter; g. All manufacturers; h. Device manufacturers only.

Event description:
This complaint is being cancelled as a duplicate of ot105105/mfg report # 2249723-2024-03560.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that when restarting, the cardiosave intra-aortic balloon pump (iabp) unit shows : start test failed...code 3. After the user corrected the position of the iab catheter, the cardiosave only gave autofill error alarms and could no longer be put into operation. There was no patient harm, as the patient is stable even without mechanical support.